Manufacturer narrative:
Based on additional response. The following section has been updated to reflect additional information. Correction: section h6: adverse event problem: 2138 - visual impairment is not applicable as there was no loss of two or more lines of bcva. Pre-operation refraction: 20/25-1; pre-operation bcva: 20/20-1. Post-operation refraction: 20/25-2; post-operation bcva: 20/30. Intended target refraction: -0.06. Final bcva with the replacement lens: 20/25 +2. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced large halos in their vision, making it difficult to see cars and uncomfortable to drive at night following the implantation of an intraocular lens (iol). The lens was explanted during a secondary surgery with an unknown iol. The patient's pre-operative best-corrected visual acuity (bscva) was 20/20-1 and post-operative bscva was 20/30. The patient fully recovered. No further information is available.

Manufacturer narrative:
Section a6: unknown/ not provided. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: october 29, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was received cut in half and coated in viscoelastic residue. The lens halves were cleaned revealing scratches and edge damage. The physical characteristics of the received lens was confirmed to match that of a dxr00v model lens. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.